Manufacturer narrative:
#9615332-2018-00131 is associated with (B)(4), biotene oral rinse (unspecified variant).

Event description:
I had a small cyst close to the opening. [Esophageal cyst]. The food was stuck in my throat [foreign body in pharynx]. The esophagus was swollen. [Esophageal disorder]. I could not swallow food at lunch [unable to swallow]. Case description: this case was reported by a consumer via regulatory authority and described the occurrence of esophageal cyst in a patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date 6th august 2019) for dry mouth. This case was associated with a product complaint. Co-suspect products included glycerin (biotene mouth spray (unknown)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. Concomitant products included chlortalidone (chlorthalidone), atorvastatin (atorvastatine) and ascorbic acid (vitamin c). In 2017, the patient started biotene oral rinse (unspecified variant) and biotene mouth spray (unknown). On (B)(6) 2017, an unknown time after starting biotene oral rinse (unspecified variant) and biotene mouth spray (unknown), the patient experienced esophageal cyst (serious criteria gsk medically significant and life threatening), foreign body in pharynx (serious criteria life threatening), esophageal disorder (serious criteria life threatening) and unable to swallow (serious criteria life threatening). On an unknown date, the patient experienced product complaint. The action taken with biotene oral rinse (unspecified variant) was unknown. The action taken with biotene mouth spray (unknown) was unknown. On an unknown date, the outcome of the esophageal cyst, esophageal disorder and unable to swallow were not recovered/not resolved and the outcome of the foreign body in pharynx was recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the esophageal cyst, foreign body in pharynx, esophageal disorder and unable to swallow to be related to biotene oral rinse (unspecified variant) and biotene mouth spray (unknown). It was unknown if the reporter considered the product complaint to be related to biotene mouth spray (unknown). Additional information: adverse event information was received via med watch on 20 august 2018. Consumer reported, "after using biotene for approximately 2 weeks, I could not swallow food at lunch with a fellow project manager. The food was stuck in my throat. He was about to give me hymlick. After standing, the food released. I was told to use this product while having dry mouth from taking chlorthalidone and having some dental work done. I also use the spray type during the day. I saw an ent about this swallowing problem. Doctor stated the esophagus was swollen and I had a small cyst close to the opening. Is the product over the counter? The drug date of use was 2017." The problem did not stop after the person reduced the dose or stopped taking or using the product. The ctu number for this case was mw5072195.

Event description:
Case description: this case was reported by a consumer via regulatory authority and described the occurrence of esophageal cyst in a patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date 6th august 2019) for dry mouth. This case was associated with a product complaint. Co-suspect products included glycerin (biotene mouth spray (unknown)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. Concomitant products included chlortalidone (chlorthalidone), atorvastatin (atorvastatin) and ascorbic acid (vitamin c). In (B)(6), the patient started biotene oral rinse (unspecified variant) and biotene mouth spray (unknown). On (B)(6) 2017, an unknown time after starting biotene oral rinse (unspecified variant) and biotene mouth spray (unknown), the patient experienced esophageal cyst (serious criteria gsk medically significant and life threatening), foreign body in pharynx (serious criteria life threatening), esophageal disorder (serious criteria life threatening) and unable to swallow (serious criteria life threatening). On an unknown date, the patient experienced product complaint. The action taken with biotene oral rinse (unspecified variant) was unknown. The action taken with biotene mouth spray (unknown) was unknown. On an unknown date, the outcome of the esophageal cyst, esophageal disorder and unable to swallow were not recovered/not resolved and the outcome of the foreign body in pharynx was recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the esophageal cyst, foreign body in pharynx, esophageal disorder and unable to swallow to be related to biotene oral rinse (unspecified variant) and biotene mouth spray (unknown). It was unknown if the reporter considered the product complaint to be related to biotene mouth spray (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via med watch on 20 august 2018. Consumer reported, "after using biotene for approximately 2 weeks, I could not swallow food at lunch with a fellow project manager. The food was stuck in my throat. He was about to give me heimlich. After standing the food released. I was told to use this product while having dry mouth from taking chlorthalidone and having some dental work done. I also use the spray type during the day. I saw an ent about this swallowing problem. Doctor stated the esophagus was swollen and I had a small cyst close to the opening. Is the product over the counter? The drug date of use was 2017." The problem did not stop after the person reduced the dose or stopped taking or using the product. The ctu number for this case was mw5072195. Follow up information was received on 03 october 2018 via quality assurance department for product complaint number (B)(4) for lot code unknown. Quality investigation report concluded that, product sample was not returned for the evaluation and product lot code was not provided. On the basis of the above product complaint was closed as unsubstantiated.

Manufacturer narrative:
9615332-2018-00131 is associated with argus case(B)(4), biotene oral rinse (unspecified variant). Additional information for compliant-(B)(4): no evidence was found during the review that indicates the root cause of the complaint occurred during the manufacturing or packaging process at kik rexdale. A lot code was not provided with this complaint and as a result, the batch record cannot be evaluated. Unless a correct code or a returned sample is received, no investigation can be completed. If a correct code or sample is received, the case will be reopened.